Event description:
I send to you this event form 3500, via (B)(4) the day (B)(6) 2012, signature received (B)(4). Plastic surgery put in my body defective breast implants, which I sold as new, that brought many problems to my health. Legal process has many stops and irregularities, manipulation, corruption. Additional threats. Please I'm requesting your help and support. Dr. (B)(6).